Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient¿s ins was in overdischarge due to a compliance issue. They were unable to communicate with the device. The rep stated that an office visit was scheduled for a physician mode recharge (pmr). Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The patient told the rep that their overdischarge began 2-3 months ago but it was unclear. Additional information was received on 2017-09-27 from a consumer regarding the patient. It was reported that the patient's ins died and they were going to try and restart the ins on the day of the call. Additional information was received on 2017-11-01. It was reported that there was an alleged overdischarge where the implantable neurostimulator would not recover or yield a normal charge session after multiple attempts at physician mode restarts. The decision was made to replace the battery. The patient had been unable to charge in months, and had good coverage prior to that. The battery was replaced on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator determined that the implantable neurostimulator (ins) battery is permanently damaged due to over-discharge. If information is provided in the future, a supplemental report will be issued.